Event description:
It was reported that during surgery the dermatome produced a graft with uneven depth. Any occurrence of harm, delay or need for an additional skin graft was unknown. No additional information available is indicated. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
The following sections were updated/corrected: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Review of the most recent repair record determined the needle bearing and reciprocation arm were worn and were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.